Event description:
It was reported that during an interventional stenting procedure in a pre-dilatated circumflex artery in a lesion described as totally occluded, heavy tortuosity and heavily calcified, the xience prime 3 x 15 mm stent caused a dissection. Another xience prime 3 x 15 mm stent was used to treat the dissection; however the dissection was further extended. A xience prime 3 x 18 mm stent was used to successfully treat and cover the dissection. There was no clinically significant delay in the procedure or prolonged hospitalization. The patient was discharged from the hospital and reported as doing well. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The additional 3.0 x 15 mm xience prime stent mentioned is being filed under a separate manufacturer report number. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.